Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on back-up therapy used; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.